Manufacturer narrative:
The device was available for evaluation. Upon evaluation, the driver shaft was deformed and fractured at the tip. The tip bends in a way that signifies that something was being loosened which aligns with the reported issue. The fracture may have occurred if the driver was not fully seated within the screw, making it more likely to break during tightening and/or loosening. Because the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during ais revision case, at the beginning stage, the surgeon had to remove all the locking cap to take the rod out for repositioning the screws. He damaged one screwdriver shaft, the tip of the driver was torn and fragmented. This event took place in (B)(6).